Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with information for resetting the pump, but both parties were unable to turn off the pump.